Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the returned instrument has shown that the knob of the inner shaft is indeed completely broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that the damage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 19.apr.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the small ball on the t-pal spacer applicator inner shaft broke off. There was reportedly no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported they were able to use another inserter. There was no patient harm reported.